Event description:
A customer contacted physio-control to report that their device would not recognize a shockable rhythm and would not advise a shock in AED mode. As a result, defibrillation therapy may be delayed or would not be available if needed. The reported issue was observed during training. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not recognize a shockable rhythm and would not advise a shock in AED mode. As a result, defibrillation therapy may be delayed or would not be available if needed. The reported issue was observed during training. There was no patient use associated with the reported event.